Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31448589l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure and the qdot micro was not flushing, and it seemed occluded. No adverse patient consequence was reported. With the initial information that was reported, this event was assessed as non MDR reportable. However, on 18-nov-2024, additional information was received which indicated that there was no error noted from the irrigation pump and that the issue was discovered while trying to flush the catheter during the procedure. With the additional information received, this event is now considered MDR reportable with an awareness date for 18-nov-2024. The additional information also indicated that the steps taken to resolve the irrigation issue were to flush, stop the pump, disconnect irrigation from catheter, flush again, connect to catheter during flushing. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.